Event description:
The user facility reported a 40-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that after insertion of the repositioning sheath and an act (activated clotting time) of over 400, the impella cp site was oozing. Overnight the patient had hemoglobin (hgb) drop of 5 points. Two units of rbc (red blood cells) were given and hgb returned to above 10. Oozing continuing after multiple attempts to fix, the physician decided to remove the impella. The cp was successfully removed. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely anticoagulation management since the act were above the limit range. H.6 code 4755 was reported incorrectly on manufacturer device report 1220648-2024-12855. New code was added to component code